Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain the patient stated that her leads kept falling up or down on her. The patient stated that one of the leads went all the way up and one went all the way down. The patient stated this was the 5th try for this device, indicating that she had percutaneous leads then switched to paddle leads to see if that would help the pain. No further patient symptoms or complications were reported in this event.